Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01720. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery to treat a type ii endoleak using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was very tortuous. During the procedure, the physician advanced a non-penumbra sheath into the right common femoral artery and then used a non-penumbra catheter to select the hypogastric artery. After advancing the lantern very distal into the lumbar artery, the physician attempted to advance a ruby coil through the lantern; however, resistance was encountered at the end of the lantern and the ruby coil would not advance further. The lantern and ruby coil were then removed together. The physician indicated that there was no obvious damage to the lantern upon visual inspection but figured that there was something wrong with the lantern and did not want to risk another failed coil. Therefore, the procedure was completed using a new lantern and a new ruby coil. There was no report of an adverse effect to the patient.